Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was post-incisional ventral hernia. The procedure performed was repair of this hernia mesh and bilateral muscle component separation. On (B)(6) 2016, approximately eleven (11) months after the (B)(6) 2015 surgery - the patient underwent second surgical procedure for repair of this hernia mesh and bilateral muscle component separation. Preoperative and postoperative diagnosis was post-incisional ventral hernia. (B)(6) 2017 - the patient underwent a surgical revision for mid abdominal incisional hernioplasty and left lower abdominal incisional hernioplasty with mesh. The pre-operative diagnosis was mid abdominal incisional hernia and left lower abdominal incisional hernia, both recurrent. The patient experienced pain, adhesions, reherniation, and scarring.

Manufacturer narrative:
Additional info: a1 (&) g1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, hernia recurrence, scarring, suffering, physical deformity, abdominal pain, discomfort, product failure, defective device, disfigurement, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery, bilateral muscle component separation, mid abdominal incisional hernioplasty, and left lower abdominal incisional hernioplasty with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, hernia recurrence, scarring, suffering, physical deformity, abdominal pain, discomfort, product failure, defective device, disfigurement, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included revision surgery, bilateral muscle component separation, mid abdominal incisional hernioplasty, medication, and left lower abdominal incisional hernioplasty with mesh.

Manufacturer narrative:
Additional information: b5, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.